Manufacturer narrative:
Additional patient information: patient height is reported as 160cm. Patient initials are (B)(6). Date of onset for post-operative pain and nerve impingement is unknown. Per facility, the complainant part will not be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal with revision was performed on (B)(6) 2015. The original procedure on (B)(6) 2015, which was to treat a sacral fracture, included the implantation of a cannulated screw. The patient subsequently experienced nerve pain. A postoperative CT-scan showed that the screw was too long and was causing nerve impingement. The patient was revised to a shorter cannulated screw. There were no reported surgical delays, retained fragments, or additional medical intervention required. The procedure was completed successfully. This report is 1 of 1 for (B)(4).